Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) asked the home patient (hp) the troubleshooting questions. The hp stated that he disconnected because he was in dwell and he had an hour of dwell time. The hp stated he cut the lawn and came back in the house and noticed the hc went into drain. The hp stated he connected really quickly; but the hc alarmed se 2240. The hp stated he tried to clear the alarm but it would not clear. The tsr had the hp close the clamps. The tsr explained the alarm to the hp. The tsr had the hp disconnect and cycle the power. The hc went to press go to start. The tsr assisted the hp with getting the set out. The hp stated he did not want to have to go through the whole therapy again. The tsr explained how the hp would have to setup the hc will new supplies, and the hc would do the whole therapy again. The tsr explained the cycles could not be bypassed, because the hc would just add those cycles to the therapy. The tsr explained the hp can do manual bags too. The tsr recommended the hp contact their registered nurse (rn) and see what the rn recommends to do. The tsr assisted with clearing the alarm and getting the set out. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed and the root cause was related to use error - patient disconnected from set. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.